Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted and the motor passed motor test. The displacement test functioned properly. No crack case near the motor or damage motor assembly noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked belt clip slot and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 400 mg/dl. Customer had changed the set and device alarmed motor error alarm. Customer noticed there was a crack near the motor. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.